Event description:
It was reported that a patient underwent a reverse total shoulder procedure on (B)(6) 2011. Subsequently, the patient underwent a revision on (B)(6) 2013 due to fracture of the humeral tray. The humeral tray and polyethylene bearing were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device was inconclusive.